Manufacturer narrative:
(B)(6). MDR for related cadd cassette: 3012307300-2018-03790.

Event description:
Information was received indicating that this ambulatory infusion pump did not recognize a cassette once it was attached. It was also noted that this pump's sensor underwent adjustment. No adverse patient effects were reported.